Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the e-luminexx vascular stent system products that are cleared in the us. The 510 k number and pro code for the e-luminexx vascular stent system products are identified. As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date 03/2020). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately eight months post transjugular intrahepatic portal shunt (tips) procedure via the right jugular vein, during a post procedure regular follow up, it was alleged that x-ray showed the proximal crown of the vascular stent was allegedly fractured and migrated to the heart. Reportedly, the health care provider (hcp) attempted to snare the segment with unsuccessful results. Therefore, the hcp only placed a stent from the shunt to the hepatic vien to restore the flow. The patient was hemodynamically stable at the conclusion of the procedure. The patient was reported as asymptomatic.

Manufacturer narrative:
Manufacturing review: the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No manufacturing anomalies or changes which may have caused or contributed to the reported event have been identified. No additional complaint has been previously reported for this lot number. Investigation summary: based on the investigation of the provided images a complete stent fracture, and migration of the fractured fragment was confirmed. Therefore, the investigation is closed with confirmed result. The reported application represents an off label use of the device. However, based on the available information a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant IFU for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. 'Stent fracture' is mentioned as a potential adverse event that may occur. Additionally, the IFU states: 'maintaining a straight catheter under slight tension during stent deployment is recommended to improve placement accuracy' and 'as with all self-expanding nitinol stents, careful attention during stent deployment is warranted to mitigate the potential for movement of the stent.'. The IFU further states: 'appropriate diameter sizing of the stent to the target lesion is required to reduce the possibility of stent migration'; a sizing table is included in the IFU. In regards to post dilation the IFU states that post-dilatation of the stent with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician. The reported placement of the stent during a tips procedure represents an off label use of the device. The IFU supplied for this product states that the e-luminexx vascular stent is 'for use in the iliac and femoral arteries'.

Event description:
It was reported that approximately eight months post transjugular intrahepatic portal shunt (tips) procedure via the right jugular vein, during a post procedure regular follow up, it was alleged that x-ray showed the proximal crown of the vascular stent was allegedly fractured and migrated to the heart. Reportedly, the health care provider (hcp) attempted to snare the segment with unsuccessful results. Therefore, the hcp only placed a stent from the shunt to the hepatic vien to restore the flow. The patient was hemodynamically stable at the conclusion of the procedure. The patient was reported as asymptomatic.